Event description:
Customer alleges discrepant results with meter compared to lab: patient: 1, date: (B)(6) 2011, inratio: 5.8, lab: 2.5. Patient: 2, date : (B)(6) 2011, inratio: 4.9, lab: 2.6.

Manufacturer narrative:
Investigation pending.